Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to close all running background applications and reset the smart device which was unsuccessful for the reported issue. Patient was later advised to try a new sensor session. No additional patient or event information is available.